Event description:
Philips received a complaint on the intellispace cardiovascular (iscv) indicating that the customer's it department raised security concerns related to the use of obsolete cipher suites or cipher modes with historically risky operation reduces the protection level of tls (transport layer security) connections. Philips has started an investigation of this complaint (B)(4).